Manufacturer narrative:
One smiths cadd-legacy® 1 pump was returned for analysis in good condition. The device was operated with the current program, opened and inspected and the current test was run. The customer's reported problem of error code 1872 was not able to be duplicated. Inspection of the internal revealed a broken screw boss on the front housing and possible shorted wires on the optic switch.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 displayed error code 1872. There was no reported injury to the patient.